Event description:
It was reported that the right atrial (ra) lead was exhibited lead disconnection or dislodgement and lead fractured which was confirmed via x ray. This ra lead remains in service. No adverse patient effects were reported.